Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. ¿the device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a trained user elected to discontinue and return an ilet system because it was not a good fit, caused anxiety, and was associated with a scary low blood glucose episode while in use. Symptoms included hypoglycemia. Outcomes included user discontinuation of the device without hospitalization or medical intervention reported. Investigation included complaint intake, user interview, and review of available use history as part of troubleshooting and education efforts. Investigation of this case revealed no reported device alerts or alarms, and no specific device component malfunction was identified; the cause of the hypoglycemia remained unclear. It was concluded that the cause was undetermined due to insufficient evidence to link the event to a device malfunction.